Manufacturer narrative:
The reported events were oversensing noise and mode switch. The reported event of oversensing noise was confirmed. A partial lead with extraction tool inserted was returned in one piece. Multiple external insulation abrasions were on both sides of the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The external insulation abrasions found proximal to the suture sleeve tie impression was consistent with friction to the device can, while the abrasions distal to the suture sleeve tie was consistent with friction to another device or feature of the patient anatomy. The cause of the reported event of oversensing noise was due to the exposure of the outer coil at the abrasion zones. Electrical testing did not find any indication of conductor fractures. Internal shorts and other damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-00898. Related manufacturer reference number: 2017865-2024-00900. It was reported the patient presented with an atrial lead that oversensed noise which triggered inappropriate mode switches, and with left ventricular and right ventricular leads which exhibited high capture thresholds. The atrial lead, left ventricular lead, and right ventricular lead were explanted and replaced. The patient was in stable condition.